Manufacturer narrative:
Upon receipt of the catheter at the boston scientific's post market laboratory the device was first visually inspected, and it was noted there was some visible adhesive on the flush luer of the catheter. Next, the catheter was functionally tested, and a guidewire could be inserted and the catheter could be deployed and undeployed with no issue. Then, investigators were able to successfully flush and irrigate the catheter with no problems. There was no malfunction or defect found with the returned catheter. The adhesive that was seen on the luer would not impact the function of the device nor pose a risk to the patient.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter the flush lumen was milky white in appearance and felt like it was cracking. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter the flush lumen was milky white in appearance and felt like it was cracking. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received by boston scientific and is awaiting analysis.